Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The shock impedance had been gradually increasing from 70 ohms to 129 ohms. Boston scientific technical services (ts) recommended performing commanded shock testing especially if the impedance reached 145 ohms. This product remains in service. No adverse patient effects were reported.